Event description:
Related manufacturer reference number: 2017865-2025-11132. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed high ventricular rate (hvr) episodes due to noise over-sensing on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead on (B)(6) 2025. During lead revision, the new rv lead became over torqued as the lead was repositioned several times to find a good position and was further unable to be implanted. The rv lead was removed and replaced resolving the issue. The patient was in stable condition.